Event description:
It was reported to philips that the device has battery problems. There was no report of patient involvement.

Manufacturer narrative:
It was determined through investigation that the parent record is not reportable. This case is being closed as a non-reportable event.